Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula tapered tip was used in the bile duct during a biliary catheterization procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the radiopaque (ro) marker of the cannula was detached and remained inside the patient's bile duct. The physician successfully retrieved the detached piece using an extractor balloon. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional information relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula tapered tip was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the radiopaque (ro) marker of the cannula was detached and remained inside the patient's bile duct. The physician successfully retrieved the detached piece using an extractor balloon. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional information relevant details become available, a supplemental report will be submitted. ***additional information as of january 10, 2017.*** the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be stable.